Event description:
It was reported to boston scientific corporation that a obtryx ii, halo sling device was used during an obtryx ii placement procedure performed on (B)(6), 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient reported a yeast infection. The investigator assessed the event as mild in severity and related to the sling device but not related to the study procedure. The subject was treated with diflucan. The event resolved on (B)(6), 2014.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.